Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and replaced because of suspected earl y battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.